Event description:
It was reported that the device alarmed and completely shut down. It was noted that the clinician does not recall getting a low battery warnings. The event occurred at the intensive care unit. Although requested, additional information was not provided.

Manufacturer narrative:
Please disregard this MDR. Upon further clinical cad evaluation of the customer's report, it was determined that the sole suspect is pcu s/n (B)(6), which was captured under manufacturer report number 2016493-2020-25903***.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that pump alarmed and then completely shut down.